Event description:
Implant fracture.

Manufacturer narrative:
Implant region 12 fractured. Construction was a bridge placed on 2 implants. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogeneous mechanical overloading on the implant and patient related bruxism.the long-term fracture of the screw must be considered relevant to the implant fracture.

Event description:
Implant fracture.